Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient with a surgical history of tibial tumor resection had an initial left total knee arthroplasty on an unknown date and has undergone a prior revision. Approximately 16 years post-op, the patient was revised due to unknown reasons. The axle, femoral bushing, tibial bushing, and tibial bearing were replaced. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown axle - unknown; pm100884 - small fmrl bshing set - unknown; pm100885 - small tib bshg - 254840; pm101195 - 16.4x200mm 21oresc tib bloom - unknown; pm101193 - 11x200mm lt finn fem bloom - unknown; unknown - unknown poly - unknown; unknown - unknown yoke - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02413; 0001825034-2023-02414; 0001825034-2023-02415.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: pm100885 - small tib bshg - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.